Event description:
Complainant alleged that while attempting to defibrillate a pt, the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. Additional information received from the customer indicated that the electrode pads were discarded by the customer.